Manufacturer narrative:
Per review of the file, mentor became aware that the update for device manufacture date was omitted. The date 01-sep-2003 was added based on the manufacturing record evaluation (mre) performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2020, mentor completed the investigation on the suspect medical device. According to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During visual evaluation of the sample some creases were observed on the posterior view. Leak testing was performed and it revealed a tear within the crease measuring approximately less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with a 275cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The surgeon noted a gradual loss of the breast volume. As a result, the patient underwent explantation and replacement with 275cc mentor memorygel breast implant, catalog # 3502751bc, left serial # (B)(6) on (B)(6)2019.